Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, malposition, pain, anxiety-product/procedure.

Event description:
Patient reported left side pain, malposition and "feels like fluid buildup around implant and under arm" as well as a left side textured implant. Patient was diagnosed with breast cancer in the year 2000. Device remains implanted.